Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs revealed system fault 180 error messages due to the battery temperature was above specification. Based on all available evidence and complaint investigations of a similar nature, it was determined that the system fault 180 error message was most likely due to an isolated component failure within the internal battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device internal battery failed to charge to full capacity. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported failure could not be reproduced during performance testing and the battery and the device operated per specifications. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device internal battery failed to charge to full capacity. There was no patient injury reported as a result of this incident.